Event description:
Follow-up was conducted and from the information that was obtained it was reported that the device was replaced because it had reached normal elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 507652 implantable pacing lead - implanted (B)(6) 2004; 419378 implantable pacing lead - implanted (B)(6) 2004. (B)(4).

Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.